Event description:
It was reported that there was a fiber in the balloon of the small volume intermate. The particulate matter was identified after the device was compounded with ceftazidim, during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from march 25, 2015 to march 27, 2015. The device was received for evaluation. A visual inspection identified a white particle, approximately 1.56 mm in length, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particulate matter was acrylic. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.